Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to transcatheter aortic valve replacement (tavr) procedure. Reportedly, there was no suture with plunger removal. Two other proglide devices were attempted; however, they failed. When the devices were rotated 180 degrees, the suture was harvested from the anterior needle port, and the knot was pulled completely out of the anatomy. Proglide use was abandoned. The tavr procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela. There was a delay reported in the procedure that did not adversely impact the patient. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.